Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) was displaying glucose readings in the mobile app but not on the ilet pump due to an incorrect sensor pairing code entered into the pump, which was subsequently corrected after verification on the dexcom g7 app. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.